Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258369, medical device expiration date: 2022-03-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0167265, medical device expiration date: 2021-12-31, device manufacture date: (B)(6)2020.

Event description:
It was reported that 2 bd vacutainer® esr blood collection tubes were underfilled. The following information was provided by the initial reporter: " it was reported that the tubes did not fill completely. Verbiage received: customer is "having a problem with the tubes coming back on a certain lot all underfilled. Needs to know if they need to be rejected or if they¿re able to use the samples." Customer noticed this issue today on 8-10 tubes for lot # 0258369. Samples have a stability of four hours and customer is requesting a call back as soon as possible as well as the product insert for workflow purposes. Wo notes: customer states that they are also seeing underfilling with lot#0167265. Customer has taken tubes from both lots and tried filling from syringe and they do not draw to the fill line. Told customer that if they are using wing set and this is first tube drawn that they will short draw and they should make sure that the tubes are not pushing back from the holder. She states that they are not pushing back from holder. Discussed that if tubes are not filled to stated draw volume that the blood/additive ratio may not be correct. She asked for IFU for this tube. Emailed link to IFU. They are looking for replacement product as these are the only lots they have"

Manufacturer narrative:
H.6. Investigation: bd received 98 samples from lot 0258369 for investigation. No samples were received for lot 0167265. All returned samples were evaluated by visual examination and 10 of which underwent draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples for lot 0167265 from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported that 2 bd vacutainer® esr blood collection tubes were underfilled. The following information was provided by the initial reporter: " it was reported that the tubes did not fill completely. Verbiage received: customer is "having a problem with the tubes coming back on a certain lot all underfilled. Needs to know if they need to be rejected or if they¿re able to use the samples." Customer noticed this issue today on 8-10 tubes for lot # 0258369. Samples have a stability of four hours and customer is requesting a call back as soon as possible as well as the product insert for workflow purposes. Wo notes: customer states that they are also seeing underfilling with lot#0167265. Customer has taken tubes from both lots and tried filling from syringe and they do not draw to the fill line. Told customer that if they are using wing set and this is first tube drawn that they will short draw and they should make sure that the tubes are not pushing back from the holder. She states that they are not pushing back from holder. Discussed that if tubes are not filled to stated draw volume that the blood/additive ratio may not be correct. She asked for IFU for this tube. Emailed link to IFU. They are looking for replacement product as these are the only lots they have"